Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was an alarm 22 despite that there was nothing pressing on the wake button. Customer's blood glucose level was 147-148 mg/dl. The customer reverted to an alternate method of insulin therapy.